Event description:
The infusion pump was started in the ER at approx. 53 ml/hr to administer dopamine to a hypotensive patient. After approx. 2 to 3 hours where the infusion rate had been increased without any effect on the patient's b/p, it was observed that no solution had emptied from the IV container. The infusion pump appeared to be operating during that time. The infusion pump was removed from the patient and the dopamine was restarted with a different pump. No additional patient intervention was required regarding that occurrence.